Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair the at service department of olympus (B)(4), it was found the instrument channel port of the subject device had been loosened, deformed, scratched, rattled, or detached. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on january 3, 2021. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus europa se & co. Kg (oekg) checked the subject device and found that there was no failure of the instrument channel port, the failure of the instrument channel port as already reported had not occurred actually. Therefore omsc concluded that there was no reportable event in this event, there was no need to submit the report.